Event description:
The customer contact reported retrograde flow. At an unspecified time, the pump was programmed to deliver an unspecified concentration of dobutamine and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted "blood backflow." The pump was removed from clinical service. During testing at the user facility, retrograde flow was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.